Manufacturer narrative:
The event description is very poor and general. At the time of the reporting decision the device has not yet been returned for evaluation and the evaluation results were not available. With this limited information the most probable root cause could not be determined. It could be a device-independent issue or an actual malfunction. The procedure was successfully completed using the same system. No patient harm or injury reported. In case of a potential malfunction, we cannot exclude that it could cause or contribute to serious injury if it were to reoccur. If new information is received, or if the device is returned for evaluation, the reporting decision will be re-evaluated accordingly.

Event description:
We have been informed of the following event: "issue reported: negative deficit. Troubleshooting performed and additional details: this system gave negative deficit today. The reporter performed a scale test and everything was +/- 20 on the scales except the bag scale read -5. When reporter was called to the room the negative deficit was reading -750 +. She asked them to not rely on the deficit and to do a manual count. How did the procedure complete: using this system. Procedure setting: clinical. Date of procedure: (B)(6) 2025."